Event description:
A customer reported a cartridge alarm issue with their pump, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was informed they would receive a replacement pump with updated software and given instructions on how to store and return the problematic pump. They were also advised on transferring their pump settings and connecting their cgm to the new device. The customer acknowledged the instructions and understood the process.